Manufacturer narrative:
A manufacturing record review was completed and zero non-conformances were found, thus supporting that the device met material, assembly and performance specifications prior to shipment. A returned product evaluation was unable to be completed as no product was returned. Therefore, it cannot be confirmed if the lock was functioning properly or if there was a product failure. The IFU precautions, "if the vari-lase fiber is supplied with a fiber lock, the lock will be pre-positioned proximal to the most proximal mark of the laser fiber. If it has moved during shipping, position the fiber lock appropriately and tighten into place. The fiber lock should then be advanced into the sheath." If the fiber lock is not verified to be correctly placed and secured to the fiber, the fiber could pull back into the sheath or dilator as laser energy is delivered. Without product returned, the final root cause of the reported event cannot be confirmed as it is undeterminable if the fiber lock was not functioning properly or if the practitioner did not verify that the fiber lock was secured to the fiber. Either scenario could potentially result in the reported event.

Event description:
When taking out the fiber, they noticed that a piece of the plastic mandrin (sheath) was gone and the "tip" was burned/melted. When they looked at the wire, they noticed that the "lock" was moving freely; even though it had been locked properly. Additional information received (B)(6) 2018: the physician claims that locking device was not working properly and that caused this whole issue. Follow-up: the physician surgically removed part of the device that was left in the patient. Patient is fine and fully recovered. Discussed with the physician who performed the case, and he still refused to send fiber back for investigation.